Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated right ventricular undersensing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced diaphragmatic and extracardiac stimulation, non-sustained ventricular tachycardia and suspected perforation. Rising and high thresholds and undersensing were noted on the right ventricular (rv) lead. The lead was reprogrammed and then explanted and replaced. No further patient complications have been reported as a result of this event.